Event description:
Reporter used patch on her shoulder for about 6 hours to treat tendonitis pain. She received a bad burn which caused her much pain and discomfort. She saw her doctor at a later scheduled appointment but did not note his diagnosis or any treatment or medication given. Reporter called in 2007 and said that she thought spot might be infected and she would see doctor that day. No further information has been received to date.